Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed, and the device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: date received by manufacturer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed, and the device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. The field service engineer (fse) shut down the station and removed the back panel for inspection. The fse reseated all cable connections in the back of the auxiliary drawers 2.1 and 2.2. The fse again reinserted the back panel, and the station was powered back up with no failures. The customer logged into the station and inventoried the drawer. The fse also performed testing using the hardware test application (hta) to ensure everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed, and the device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.